Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: based on the limited information it is not possible to conclude the exact root cause. It is however considered likely that the described kink occurred due to tortuous patient anatomy. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may kink if excessive force is used to advance the introducer sheath and filter introducer through tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement against dvt by right jugular approach. There was tortuosity in patient's anatomy. After the introducer sheath system was advanced into the lesion over a wire guide, the physician attempted to retrieve the wire guide and the introducer dilator. However, the sheath got kinked at the part around upper part of the svc then. It was replaced with igtcfs-65-jp-fem-tulip and the procedure was completed. Patient outcome: no adverse effects to the patient.